Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H6: the product was not returned to depuy synthes, however photos were provided for review. (B)(6) can confirm that the package received by (B)(6) exhibits a 04.211.022 part which was returned in an open package labelled, ¿p/n: 04.210.122, lot#: 84492p3¿. However, data review and investigation did not indicate a reasonably possible occurrence of a mixed part during processing at a (B)(6) facility. Additionally, a video file of the complaint site attempting to assemble a loose screw into a graphic case and it would not fit was provided to (B)(6). The complaint part received by jabil was in a sealed package, however visual inspection of the package showed a small singular tear in one section of the perforation where it appears that the screw was returned to the packaging. It is atypical for a screw to be removed from the package via squeezing it out through the perforation, and then later returned to that same package through the same single perforation hole. This casts doubt on whether the package received by (B)(6) is truly indicative of the condition in which it was delivered to the customer by (B)(6). Considering the data review and investigation of processing at our facility, and the questions regarding packaging integrity of the received complaint part, we cannot confirm that our manufacturing site caused the complaint condition. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the observed condition of the va lockscr ø2.4 self-tap l22 tan would have not contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot manufacturing location: monument manufacturing date: 19-sep-2025 part number: 04.210.122, 2.4mm ti va locking screw stardrive 22mm lot number: 84492p3 (non-sterile) lot quantity: (B)(4) nonconformance noted: n/a review of the DHR file: twelve pieces were noted in cell at op #0020, mill shaft threads & head & flutes for quantity-count under and two pieces were noted in cell at op #0080, mp_nsbag machine pack & label for quantity-count under. Production order traveler met all inspection acceptance criteria apart from the fourteen pieces noted. Component(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿the screw cannot insert to the screw rack.¿ does not indicate breakage or malformation of the screw. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device history review a manufacturing record evaluation was performed for the finished device with batch number 84492p3. No nonconformities or manufacturing irregularities have identified related to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the device is a little bit bigger than expected when refilled into a loan set, resulting in the screw being unable to be inserted into the screw rack. There was no patient involvement.